Event description:
Boston scientific crm received information that post explant this left ventricular lead would not capture or sense appropriately. It was determined that the lead had dislodged. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service.